Event description:
Observation: atrial unipolar lead impedance warning on (B)(6) 2020. P wave last measured 1.0mv. Sensitivity is programmed 0.45 mv. Measurement consistent with historical values. Other available daily battery/lead measurements within expected range. Lead trends stable. However, device appears to be currently functioning as (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).